Event description:
It was reported that the patient heard noises and sweeps with her implant since end of 2009. At the end of (B)(6) 2010, a strong swelling and redness was found at the implant's area, therefore the clinic decided, that the patient should take off her processor and coil for 2 weeks. After this time period, when the patient put on the processor and coil, she was no longer able to hear with her device. Testing performed on (B)(6) 2010 shows that the device has malfunctioned. The patient reported that she had fallen down in february. At this fall she got fractures on the left side of her face. During examination carried out on (B)(6) 2010, it was noticed that the swelling has disappeared. Testing again showed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.